Event description:
Noticed medication squirted out of syringe between needle and syringe while injecting medication into a client. "Incident happened three different occasions." This incident only occurred with the vanishing point tube. Needles; (3cc 25g x 5/8").